Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 64 mg/dl, 100 mg/dl, 92 mg/dl, and 102 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.